Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: brief inquiry description. Micro bubbles forming in tube. Detailed inquiry description the tech connected the arterial line to the saline port for rinse back and mini bubbles were noted in the line that hadn't been there before. The connection was double checked and secure however it continued to have microbubbles. Since it is run back through the machine the air gathered in the top of the venous chamber and it wasn't a lot (not enough to make machine alarm). We just watched it closely. This is just not normal. It should be an airless and tight system so it shouldn't have gotten the micro/mini bubbles inside the blood line.